Event description:
It was reported that stent migration occurred. The 80% stenosed target lesion was located in the severely tortuous and non-calcified right renal vein with a significant bend. After a 0.35 guidewire was advanced, an 8.0x30x135cm express ld iliac / biliary stent was deployed at 10 atmospheres for 1 minute and the stent delivery system was removed subsequently. However, when the physician took a venogram, it was noted that the stent moved into the heart. The physician attempted to snare the stent but was unsuccessful. A balloon was then advanced and inflated inside the stent, and the stent was pulled back into the iliac vein and was crushed against the vessel wall with a longer stent. No patient complications were reported and the patient's status was stable.